Event description:
It was reported that the patient was readmitted on (B)(6) 2023 for gastrointestinal (gi) bleeding and was noted to have 5 pump stops upon interrogation. The pump stops were noted to be on battery power, indicating a phase to phase short. The patient was not a repair or exchange candidate. The patient had significant blood loss due to the gi bleed and required significant blood transfusion. Palliative care was consulted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had 4 pump stops on (B)(6) 2023 while connected to battery power. It was suspected that a short to shield matured into a phase to phase short. It was later communicated that the x-rays taken did not show a definitive location of the phase-to-phase. The patient was discharged home on an ungrounded cable and instructed to report further alarms.

Event description:
It was reported that the driveline was exceptionally twisted up when the pump stoppages were noted. The patient untwisted the driveline, and the alarms stopped.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the account¿s submitted log files confirmed the reported pump stop events. Although a specific cause could not be conclusively determined as no product was returned for evaluation, based on previous complaint history, the abnormal pump operation captured in the submitted log files appeared to be consistent with potential driveline wire compromise. Further review of the submitted log file revealed low flow events; however, a specific cause for these events could not conclusively be determined through this evaluation. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas) and the reported gastrointestinal (gi) bleeding could not be conclusively established through this evaluation. The submitted log files collectively contained events from (B)(6) 2023 through (B)(6) 2023 and (B)(6) 2023 through (B)(6) 2023. Pump stop events were captured on (B)(6) 2023 and (B)(6) 2023 while the patient was connected to battery power. Additional, intermittent low flow events were also captured on (B)(6) 2023. No other notable events or alarms were observed. Incidental findings: upon review of the submitted images, an area of the external portion of the driveline leading up to the controller connector appeared to be wrapped in tape, indicating potential damage to the outer jacket. The patient remains ongoing on heartmate ii lvas and no further related events have been reported at this time. The relevant sections of the device history records and driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii patient handbook are currently available. Section 1 of the IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 of this document also provides an explanation of all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Per design of the system, once each monitoring cycle, the calculated average flow value is compared to the limit (2.5 liters per minute (lpm)). If the calculated value is less than the expected value, a low flow hazard is posted to the log file. A ten second delay is imposed between the detection of a low flow hazard alarm condition and the activation of the associated audio and visual indicators on the controller. Section 6 of the IFU contains information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range that should be maintained for patients using the device, as well as the recommended anticoagulation modifications in the event there is a risk of bleeding. Sections 2 and 6 of the IFU and sections 2 and 4 of the patient handbook caution the user to avoid pulling on or moving the driveline and further emphasize not to twist, kink, or sharply bend the driveline, which may cause damage to the wires. Section 6 of the IFU and section 4 of the patient handbook also instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to clean and care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 5 of the patient handbook and section 7 of the IFU provide information on all system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.